Event description:
During a laparoscopic cholecystectomy. The clips jumped open. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that instrument a was returned with deformed tip shrouds and with yielded jaws. Instruments b & c were returned with deformed tip shrouds. No testing could be performed on a and c as the instruments were returned empty. Instruments b was cycled and ejected 4 clips due to the deformed tip shrouds. None of the instruments locked out due to the deformed tip shrouds. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become yielded and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.